Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that the paramedics were called out because the customer's low blood glucose. No blood glucose levels were reported. It was stated that the customer declined to troubleshoot the insulin pump. No further information was provided.